Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.5 cm to 4.6 cm from the connector pin. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented in the hospital for a routine generator change. During the procedure, it was observed the patient's right ventricular lead had an insulation break. The lead was explanted and replaced. The patient was in stable condition.